Manufacturer narrative:
(B)(4). The service engineer inspected the device, replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and updated the backlight inverter pcb . The ventilator then passed all testing.

Event description:
It was reported that the ventilator had lines on the display. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.